Event description:
The customer reported a falsely decreased alinity c total bilirubin (tbil) result for one patient sample when tested with serum and plasma. The following data was provided: on (B)(6) 2023 sid: (B)(6) (pediatric patient): serum tbil result = 286.4 umol/l / edta plasma tbil result = 211.4 umol/l / repeat tbil result = 269.7 umol/l. There was no impact to patient management reported.

Manufacturer narrative:
All available patient information was included. Section g1 contact information was updated to reflect the current contact (B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Return testing was not completed as returns were not available. A ticket search by product lot number 64272uq05 found normal complaint activity. A review of ticket trending did not identify any related trends for the product for the issue. The device history review did not identify any non-conformances or deviations related to the lot number and complaint issue. Labeling was reviewed and found to adequately address the issue under review. As part of the troubleshooting, the sample was repeated on the same reagent lot multiple times and generated similar result as the first run. In addition, the internal quality control was performing as expected. No additional issues were identified. Based on the investigation, no systemic issue or product deficiency of the alinity c total bilirubin reagent lot 64272uq05 was identified.

Event description:
The customer reported a falsely decreased alinity c total bilirubin (tbil) result for one patient sample when tested with serum and plasma. The following data was provided: on 02oct2023 sid (B)(6) (pediatric patient): serum tbil result = 286.4 umol/l / edta plasma tbil result = 211.4 umol/l / repeat tbil result = 269.7 umol/l there was no impact to patient management reported.